Event description:
The customer initially reported that their device would not complete its self test. After an evaluation of the device by physio-control, it was observed that the therapy connector assembly would intermittently not detect a connection of the therapy cable assembly. This could prohibit the device from delivering defibrillation energy to a patient, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The removed therapy connector assembly was further evaluated by the failure analysis center and it was observed that the connector assembly had a loose fit. The evaluation also observed that 4 of the 6 apex pins were flat which led to an intermittent connection when the connector assembly was moved around during testing.